Event description:
The pt was revised due to severe osteolysis in the femur and tibia. There was cross loosening of the femoral component and some loosening of the tibial tray. The insert and patella had signs of wear.